Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between september 9, 2016 and september 13, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume folfusor. The device was filled with 4200 mg of fluorouracil hs diluted with 115 ml of 0.9% sodium chloride. Total fill volume was 115 ml. The nurse went to disconnect the device 2 days after set up and noticed the device still have an unspecified amount of fluid remaining. The bladder in the device was not deflated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.